Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that while patient was undergoing a surgical intervention on (B)(6) 2018, to revise drg leads due to migration (reference MFR report: 1627487-2018-03378, 1627487-2018-03369). Simultaneously, patient¿s thoracic scs lead was revised to provide better coverage for patient¿s left leg pain. Reportedly, patient has effective stimulation post operatively.